Event description:
The user facility reports incident of a leak between the arterial chamber and chamber cap, during dialysis treatment resulting in ebl = 100cc. No patient injury or need for medical intervention is reported. The actual complaint sample has been returned to this manfacturer for evaluation.